Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of infusion set kinked cannula on (B)(6) 2025. The event occurred three hours of insertion. The insertion site was upper buttocks. High blood glucose was addressed using correction injection via multiple daily injection. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.